Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were applied to the tissue and the clips looked fine. As the surgeon grasped the specimen to remove, the clip fell off and fell into the patient. The clip was retrieved from the patient and did not altar the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.